Manufacturer narrative:
G.3 of the initial mw should have been listed as 29dec2021 in the previous submitted mw.

Event description:
Healthcare professional reported right side ¿firmness¿. Healthcare professional later reported right side "capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and firmness. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side ¿firmness¿. Healthcare professional later reported right side "capsular contracture, baker grade iii." Device has been explanted and replaced.